Event description:
During a cardiopulmonary bypass procedure, when attempting to administer cardioplegia solution, the cardioplegia pump would not operate, apparently because the arterial pump rate had fallen below a preset limit. After 1 minute, normal flow from the arterial pump was restored and the procedure was concluded without further incident. There was no injury to the pt as a result of this event.

Event description:
During a cardiopulmonary bypass procedure, when attempting to administer cardioplegia solution, the cardioplegia pump would not operate, apparently because the arterial pump rate had fallen below a preset limit. After 1 minute, normal flow from the arterial pump was restored and the procedure was concluded without further incident. There was no injury to the pt as a re.